Event description:
A patient reported that their dentist pointed out to her that she has a significant gap on the right side of her mouth between the top and bottom teeth. The dentist wanted to know how this would get resolved. On the left side of the photo, it shows her teeth are pretty flush. On the right there's a good size space when the top teeth overbite the bottom, they don't even touch.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.